Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the helix of the right atrial lead was extended and appeared to be bent. The lead was replaced to resolve the issue. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of helix damage was not confirmed. Final analysis found the complete lead was returned in one piece. Visual and x-ray examination analysis was normal with no anomalies found.